Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on 23 september 2022.

Event description:
Related manufacturer reference number: 1627487-2022-05251. It was reported the patient experienced a burning sensation at the ipg site when laying down. As a result, the ipg was replaced.